Event description:
It was reported that the inner catheter seal was found sealed to the outer catheter package upon opening.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Evaluation on photo sample observed the pouch package was opened along the seal area. The exact cause of how and when the problem occurred could not be determined. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the inner catheter seal was found sealed to the outer catheter package upon opening.